Event description:
It was reported that the user was unable to unlock the ilet, with no cracks observed on the screen, and the issue resolved after a device restart initiated through the ilet app; the user was advised to complete a firmware update at home due to connectivity limitations at work. Symptoms included no reported adverse health effects. Outcomes included no alarms, no clinical impact, and no hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the device functioned as intended after reboot, indicating a transient user interface or software state that was resolved with restart, with no hardware damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software or user interface condition resolved through standard troubleshooting and firmware update recommendation.